Event description:
A severely calcified lesion in left anterior descending coronary artery was treated with rotational atherectomy. After the rotoblation, a s670 over-the-wire stent delivery system was inserted and successfully deployed in the mid anterior descending artery. After deployment of the stent, the blood flow distal to the stent appeared to be hazy, therefore, a 3.5mm diameter by 9mm length s670 stent was deployed distally. There was no blood flow to the diagonal branch after deployment of the second stent. Subsequently, another MFR's guide wire and angioplasty balloon was inserted in attempts to restore blood flow to the artery. There was no improvement in blood flow to the artery, so the wire and balloon were removed. The wire was then manually reshaped and reinserted in attempts to track the wire through the diagonal branch, however the wire perforated the artery through a stent strut at the bifurcation. The pt was sent to surgery and was reported to be doing well post surgery. There was no add'l clinical sequelae reported related to the event. Separate medwatch reports were submitted for each device involved in this event.